Event description:
A valiant captivia stent graft system was implanted in a pt for the treatment of traumatic transection of the thoracic aorta just below the left subclavian artery approx 14 months ago. After stent graft implantation, the pt has had amaurosis fugax attacks of the let eye several times (transient blindness that may result from a transient ischemia), for which aspirin was administered; however, no recordable sequelae were identified via an eye exam. Otherwise, the f/u history has been uneventful until two months ago when the pt had a sudden onset of claudication in both legs. A recent CT revealed severe distal thrombosis in the stent graft. The pt was surgical converted and the stent graft was explanted. No add'l clinical sequelae were reported.

Event description:
The device was explanted during surgical conversion, 13 months post-implant, due to a sudden onset of bilateral thigh claudication, with distal stent graft thrombosis. The patient was treated for subtotal transection of the thoracic aorta due to blunt force trauma. The transection was located just below the left subclavian artery. It was reported that the native aorta was 21 - 22 mm in diameter and the vessels were non-tortuous. Other than several amaurosis fugax attacks of the left eye following the implant (which resolved after medication), no other clinical sequelae were reported. Eleven months post-implant, the patient had a sudden onset of thigh claudication in both legs, and cta revealed severe distal thrombosis in the stent graft. There was no reported stent graft kinking. The decision was made to explant the stent graft during open repair; the patient was successfully converted. No device issues were reported during the explant, and the physician believes that the thrombus formation was more likely patient related. Films (cta's) at 1-month post implant and just prior to explant were also returned for evaluation. From the examination of the returned device and review of the films, the cause of the claudication and thrombus formation within the stent graft could not be determined. No stent graft integrity issues were seen that may have contributed to these events; however, numerous excision tears were seen on the returned device. The stent graft was transected between covered springs 1 and 2, the entire length of the device was cut lengthwise, and several other lengthwise cuts were also seen. In addition, the proximal bare spring and fabric was cut into multiple pieces. Review of the films at 1-month post-implant showed no obvious stent graft issues and no thrombus formation within the stent graft. Cta just prior to explant confirmed the presence of thrombus within the distal end of the stent graft. There appeared to be little change in the stent graft in-vivo configuration during the implant duration, with no obvious stent graft kinking or infolding observed. There also appeared to be good distal outflow beyond the thrombus and distally to the femorals. The device was confirmed to have met all valiant manufacturing specifications prior to shipment.

Manufacturer narrative:
(B)(4). Eval, results: (occlusion). (Pending add'l info). Conclusion: (pending add'l info).

Manufacturer narrative:
Method: film evaluation. Results: thrombus formation. Conclusion: thrombus formation.